Manufacturer narrative:
Patient ID: (B)(6). Additional product codes: hty, jdw, hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacture date: september 21, 2005. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2016 due to a nonunion, a broken plate, and two broken screws. The patient experienced an open fracture on an unknown date and was implanted with a 4.5mm locking compression plate (lcp) condylar plate 12 holes/278mm-left plate and two screws in (B)(6) 2015 in (B)(6). On an unknown date, the patient had a non-union. At a later time, the screws and plate broke on an unknown date with breakage confirmed by an x-ray taken on unknown date. During the revision surgery on (B)(6), 2016, one (1) broken 4.5mm locking compression plate (lcp) condylar plate 12 holes/278mm-left plate and two (2) broken screws were removed without difficulty. The patient was implanted with a retrograde antegrade femoral nail with a variable angle condylar plate. There was no surgical time delay and no patient harm, the surgery was successfully completed. During the revision surgery, the tip of the reamer irrigator aspirator broke and will be captured in linked complaint com-(B)(4) . This is report 1 of 3 for com-(B)(4) .